Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported through national breast implant registry (nbir) "capsular contracture baker grade iii, device migration/implant malposition, correction of asymmetry, change shape/size/style". This record is for the left side. Device was explanted, replaced and it is unknown if the device will be returned.